Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned in the pocket. The patient was able to connect the charger and ipg successfully after the procedure. The device remains implanted.

Manufacturer narrative:
Date of event: exact date unknown, event occurred after being implanted.